Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt a ¿quick burning¿ sensation where their implantable neurostimulator (ins) which started a couple of days ago. The patient also stated it was a shock, ¿a little burn¿, and it hurt. There were no reported falls or trauma associated with the event issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.